Event description:
It was reported that during the implant procedure, the physician was fearful of the amount of blood in the inner insulation of the lead. In addition, there was difficulty advancing the stylets at the time of the implant. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. There were no anomalies found, however, there was blood/body fluid present in the distal conductor (not obstructed) noted.